Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) overheats and the battery is not holding its charge.

Manufacturer narrative:
We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.